Event description:
Customer reported that the device had a service light illuminated for a short time before shutting down. The installed fast pak battery was not functional and it would not charge or recondition. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4). Physio-control replaced customer's battery and continues to investigate the reported issue. Physio-control will submit a supplemental report on this event to the FDA as provided by cfr 803.56.